Event description:
A 4 month old infant who was undergoing vp shunt revision, developed po2 of 18 and suffered cardiac arrest. Resuscitated but believed to have likely sustained further brain damage. Ventilator and/or blender malfunction suspected. Ecri inspection of blender revealed blue nitrous oxide hose fitted to oxygen port of blender by MFR so that nitrous oxide was delivered when administration of oxygen was intended.